Manufacturer narrative:
Follow up contact was not provided, therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with juvéderm® voluma¿ xc and juvéderm® volbella¿ xc in the lips, cheeks, and chin. Approximately five months later, patient developed "nodules at the injections site, swelling at the injection site, and redness at the injection sites." Patient was treated with the usual steroids', and antibiotics." The symptoms has not worsened, but are ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2022-00189 (pr (B)(4)) and MDR ID# 3005113652-2022-00191 (pr (B)(4)). This MDR is being submitted for second juvéderm® voluma¿ xc (lot vb20b00442).